Event description:
It was reported that the procedure was to treat a lesion in the right anterior tibial artery with moderate calcification. The 4.5x80mm supera self-expanding stent system (sess) was advanced without issues and successfully implanted. The procedure was completed; however, the implanted stent was then noted to be expired. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to deviation of the instructions for use as reportedly the device was inadvertently used after the use by date. Reportedly, the 4.5x80mm supera self-expanding stent system (sess) was advanced without issues and successfully implanted. The procedure was completed; however, the implanted stent was then noted to be expired. It should be noted that the supera peripheral stent system instructions for use states: use this device prior to the ¿use by¿ date as specified on the device package label. The deviation of the instructions for use will be addressed in the account requested letter. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - use after expiration.